Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy fluid and abdominal pain. The cause was not reported. On the same day as the onset, the patient was hospitalized for the event and was discharged two weeks later. The patient was treated with vancomycin injection (1 gram, intraperitoneal and frequency was not reported), amikacin injection (500 mg, intraperitoneal and start dose), imipenem injection (1 gram, intraperitoneal per day) and amikacin injection (100 mg, intraperitoneal per day) for peritonitis. It was reported that in treatment with ipenem 1 gram and amikacin 100 mg were discontinued and the patient was switched to vancomycin 500 mg. At the time of this report, the patient was recovered and pd therapy was ongoing. No additional information is available.